Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis, covid and high blood glucose on (B)(6) 2020 with blood glucose of 628 mg/dl for 10 days. The customer's current blood glucose was 240 mg/dl. Customer was treated with intravenous insulin drip. Auto mode system use was unknown at the time of event. The insulin pump will not be returned for analysis.